Event description:
I'm a type 1 diabetic with 40 years of experience. I've used a pump for 20 years. I switched from the accuchek insulin pump to the tandem t:slim 2. Unlike the accuchek, the tandem cartridge and case are opaque, not transparent. Therefore, it's impossible to see how much air is in the cartridge. I try to purge the air before adding the insulin. But because it's opaque, it's impossible to see how much air is in there. The company claims that I will only need to purge one or 2 bubbles. But often, I end up with half a syringe full of air. I've often counted between 6 and 15 bubbles. Even then, I can't tell if I have gotten all the air out. Thus when I change cartridges, sometimes my blood sugars run up above 200 for no perceivable reason. This is not acceptable. Before switching to the tandem, I maintained an a1c between 6.3 and 6.7. But using the tandem, it's much harder to stay under 7. High blood glucose leads to all of the deadly side effects type 1 diabetes is known for. I asked the company to retrain me to see if I was the problem. The retraining was helpful, but did not solve the air bubble problem. FDA safety report ID# (B)(4).